Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the caller had gotten a poor communication message on the patient programmer (pp) when they were not using the antenna. The caller also reported the patient had not felt stimulation since the end of last week and the patient hadn't gotten relief and had a return of symptoms since (B)(6) 2016. Troubleshooting did not resolve the poor communication message issue. The patient was to follow up with their healthcare provider (hcp) regarding the return of symptoms and not feeling stimulation. The patient later reported the new pp did not work either and they had an appointment with their hcp for (B)(6) 2016 to evaluate. The rep later reported having no further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.